Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (discharge profile fault flags) has been confirmed. As received, the monitor was displaying a service code 102 (charge profile fault). The cause for the failure was isolated to intermittent connections at j1003 and j1002. The root cause for the intermittent connections was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's software flag files showed multiple discharge profile fault flags.